Event description:
It was reported that " capio device misfired. The bullet end of the suture was then stuck in the patients tissue. The surgeon was able to remove it" no patient harm or injury reported. The patient's current condition is reported as "no consequences".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.